Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary surgery, the shunt sensor displayed frequent pco2 errors. The product was changed out. There was <1cc of blood loss. There was no harm to pt. The surgery was completed successfully.